Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges dislodged from the pump. Customer reloaded the cartridges to address the issue. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.